Event description:
The customer reported the spike on the transfer set bent while connecting to the yume set. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a bent spike was confirmed during evaluation of the transfer set. The set was visually inspected with a bent spike observed. No other manufacturing abnormalities were noted during visual inspection. Pressure test of the sample found no leaks. No batch review could be performed since the lot number was unknown. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received. A follow-up report will be submitted upon completion of the evaluation.